Event description:
It was reported that a patient underwent an initial knee procedure. Subsequently, two months post op, the patient suffered a dislocation requiring the polythylene liner to be revised together with acl reconstruction.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer such as sub-optimal component sizing and positioning, soft tissue laxity, impingement against third body debris including retained osteophytes, trauma and patient-related factors. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source - (B)(6). Investigation is on-going. When investigation has been completed, follow up MDR report will be submitted.

Event description:
Revision due to dislocation of polyethylene liner.